Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. Correspondence reports that the non-union involving the znn cephalomedullary nails system can be attributed to non-anatomical reduction and unstable fracture pattern. One of the patients experienced pain and limping that underwent nail exchange with grafting to address the issue. Therefore, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that 1 patient with non-union mostly can be attributed to non-anatomical reduction and unstable fracture pattern. The patient experienced pain and limping. Nail exchange with grafting. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). A2: age of patient: range of 50-96 years. B3, d6b: between jan 1, 2016, and dec 31, 2021. G2: report source turkey. Report source: "literature: vahabi a, dastan ae, kilicli b, aljasim o, gunay h, ozkayin n, aktuglu k. 2024. Comparative analysis of radio-logical outcomes among cephalomedullary nails: helical, screw and winged screw. Pages 1-16. Http://doi.org/10.7717/peerj.18020" the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.